Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system the tubing was defective being uneven. The following information was provided by the initial reporter, translated from (B)(6) to english: when the package was opened, two intima-ii catheter tubing were found to be uneven.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system the tubing was defective being uneven. The following information was provided by the initial reporter, translated from chinese to english: when the package was opened, two intima-ii catheter tubing were found to be uneven.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8358950. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.